Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 17cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 16-dec-2022. It was reported that crossing difficulties were encountered. The patient was presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment, but the device did not cross the lesion even after repeated attempts. The device was removed from the patient intact and the procedure was completed with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed hypotube shaft detach. It was further reported that the shaft break occurred outside the patient.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 17cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The patient was presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment, but the device did not cross the lesion even after repeated attempts. The device was removed from the patient intact and the procedure was completed with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed hypotube shaft detach.